Event description:
A pancreatic stent was placed, with the use of a wire guide, in a pt who was diagnosed with a stricture of the pancrease. Approx 7 to 15 days later, the pt developed acute pancreatitis. At that time an endoscopic retrograde choliangiopancreatography was prescribed to further investigate the disorder. It was noted that upon removing the pancreatic prosthesis, a portion of the wire guide coating was lodged inside of the stent. The institution reported that the pancreatic stent was obstructed by the detched portion of the wire guide coating; thereby causing the pt to develop acute pancreatitis. Upon removal of the stent, the pt was reported to be in excellent condition.